Manufacturer narrative:
The component codes for fiber and cap are associated with the device code for broke.

Event description:
It was reported that during a prostate procedure, at 229,698 joules, the physician noted that the fiber cap had detached and it was retrieved. It is unk if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The procedure was completed with a second fiber. Pt or user outcome- "no injury to the patient" reported.